Event description:
Rn stated that a burn was noticed in recovery and thought to be an adhesive reaction at first, then a small blister appeared before the pt was released. Rn stated that this blister could occur due to adhesive from pad as well. Pad was placed on waist area due to pt's metal hip implant. Pt was described as chunky. The pt healed and is doing well. Rn stated that the or has been doing this type of procedure for approx five yrs with no problems until now and wonders if metal implant had anything to do with pad burn.

Manufacturer narrative:
Rf generator passed all functional tests and was within specs. No problem found.